Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable after undergoing an unrelated surgical procedure in (B)(6) . Review of the cp logs confirmed the ipg had gone into service app mode. The patient was scheduled for ipg replacement. On the day of the planned surgery, the abbott representative was able to successfully recover the ipg after updating the software. Diagnostic testing confirmed the ipg was functioning as intended and providing stimulation. The patient decided to electively replace her ipg with a new one.